Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322642) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable result from coaguchek xs meter serial number (B)(4) when compared to a laboratory using an unknown reagent. Patient 1 result from the meter was 3.4 inr and the result from the laboratory was 2.5 inr. Patient 2 on (B)(6) 2018, the result from the meter was 2.9 inr and the result from the laboratory was 2.3 inr. Patient 3 on (B)(6) 2018, the result from the meter was 3.5 inr and the result from the laboratory was 2.5 inr. Patient 4 on (B)(6) 2018, the result from the meter was 4.0 inr and the result from the laboratory was 3.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr for all patients. The patients were not anemic, polycythemic, or on heparin. None of the patients had antiphospholipid antibodies, used direct thrombin inhibitors, had medication change, no dietary changes, no prior coumadin changes, no illness, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The returned mater and strips were tested with quality control material. Testing results: qc 1: 2.4 inr ; qc 2: 2.4 inr ; qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 322642) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.